Event description:
It was reported that this patient was admitted to the intensive care unit due to bradycardia and low output syndrome. High capture thresholds were seen resulting in intermittent loss of capture and the observed clinical symptoms. The device was reprogrammed and was operating normally with the adjusted parameters and the patient clinical needs. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient was admitted to the intensive care unit due to bradycardia and low output syndrome. High capture thresholds were seen resulting in intermittent loss of capture and the observed clinical symptoms. The device was reprogrammed and was operating normally with the adjusted parameters and the patient clinical needs. No adverse patient effects were reported. The device remains implanted.